Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Device not returned. A manufacturing record evaluation was performed for the finished device batch, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a urology procedure on (B)(6) 2022 and mesh was used. When the mesh was placed and the pin was inserted, it was more difficult to pass it. The distal part of the pin was broken/detached, which caused the tip to be completely detached and more tissue has been torn/ripped from the patient. The surgery was delayed by 10 minutes due to the reported event, but was successfully completed. No fragments were generated and there were no adverse patient consequences. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 analysis summary: neuchâtel team received for evaluation a tvto device (product code 810081l), batch 3941645. The product was decontaminated and well packaged. The received device was manipulated as original packaging is missing. It was returned, the blue mesh with needles and helical passers (guides). It can be observed a lot of organic matter around the device and the tip of one white plastic needle is broken. No other damages were observed in the returned device. The defect on device seen during the product evaluation is aligned with the event description, however, the defect identified is not linked to a manufacturing issue.